Manufacturer narrative:
(B)(6). It was indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that an intraocular lens (iol) broke inside the cartridge. An adverse event of pain was also reported. No further information was available.